Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 3003742446-2009-00078. The sterile lot numbers for the stents are not known; therefore, a device history report could not be performed. Thrombotic events and myocardial infarctions are a known potential adverse event associated with implanting coronary artery stents. With the limited info provided it is not possible to determine any one particular cause for the event, but there are pt factors (med history) that may have contributed to the reported event.

Event description:
This male, pt, had cypher stents implanted in his left anterior descending artery (lad) and right coronary artery (rca) in 2003. He was prescribed plavix for 3 months. In 2007, he suffered subsequent thrombosis at the site of the stents. Addendum received 9/18/09, event date 2007: the pt is a male, with coronary artery disease. Medications prior to the mi were plavix beta blocker, ace inhibitor and statin therapy. The pt was playing basketball when he felt very weak all of a sudden associated with diaphoresis, felt pale and began having violent nausea, vomiting with substernal chest pressure. He was brought to the ER, where it was determined he was having an inferior wall and anterior wall myocardial infarctions. He underwent emergent cardiac catheterization with angioplasty and stenting of the left anterior descending artery. Doctor's notes written later state, the pt had balloon angioplasty and thrombectomy. No new stents were placed. Post procedure, the pt reported having more heartburn "( late 2007)". At a (approx six months prior) doctor's appt, the pt continued to have chest pain and shortness of breath. Sometimes this occurs after eating, sometimes with activity. He has a history of gastroesophageal reflux disease and chronic systolic congestive heart failure.